Manufacturer narrative:
This device is available for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx grip vascular closure device, it was reported that the balloon ruptured. The device was removed from the patient and manual pressure was performed for twenty minutes to achieve hemostasis. The device was prepped, inserted, balloon was inflated, device was drawn back to arteriotomy, stopcock was opened and upon shuttling down, the balloon ruptured and the device came out due to the tension being placed to make the rail. Manual pressure was then immediately applied, until hemostasis was achieved. No hematoma was noted and no other complications reported. The procedure was for a diagnostic procedure using a retrograde approach. The user was trained to the mynx grip device. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized. There was no calcium present at sheath insertion site. There were no prior percutaneous transluminal angioplasty (pta) or stent to the location. The device will be returned for analysis. No other information was provided.

Manufacturer narrative:
During use of the 6/7f mynx grip vascular closure device, it was reported that the balloon ruptured. The device was removed from the patient and manual pressure was performed for twenty minutes to achieve hemostasis. The device was prepped, inserted, balloon was inflated, device was drawn back to arteriotomy, stopcock was opened and upon shuttling down, the balloon ruptured and the device came out due to the tension being placed to make the rail. Manual pressure was then immediately applied, until hemostasis was achieved. No hematoma was noted and no other complications reported. The procedure was for a diagnostic procedure using a retrograde approach. The user was trained to the mynx grip device. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized. There was no calcium present at sheath insertion site. There were no prior percutaneous transluminal angioplasty (pta) or stent to the location. No other information was provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was located near the balloon. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 2 mm from the balloon proximal neck. A device history record (DHR) review of lot: f1801601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the micro tear found could not be conclusively determined during analysis. Based on the limited information available for review, access site vessel characteristics (although reported to have no calcification) or concomitant device factors may have contributed to the reported event since a calcified vessel and/or a stent/vascular graft may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.